Manufacturer narrative:
Citation: schaefer u. First in human implantation of the mechanical expanding lotus valve in degenerated surgical valves in mitral position. Catheter cardiovasc interv. 2015 dec 1;86(7):1280-6. Doi: 10.1002/ccd.26162. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of an (B)(6) year-old female patient who underwent implant of a 29mm medtronic hancock ii (serial number not provided) in the mitral position. Six years later, transesophageal echocardiogram (tee) revealed severe mitral regurgitation and paravalvular leak (pvl) with a mean transvalvular gradient of 8 mmhg. A non-medtronic transcatheter valve was implanted valve-in-valve trans-apically. Mild paravalvular leak (pvl) was noted. No additional adverse patient effects were reported.